Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the marathon catheter burst during onyx liquid embolic injection. The onyx leaked into the internal carotid artery, which had to be occluded to prevent the onyx clot migrating to the middle cerebral artery or more distal. The catheter leak occurred in the proximal section. The catheter was not inspected or tested prior to use. The devices were prepared and flushed according to the instructions for use (IFU). The patient was undergoing treatment for arteriovenous malformation (avm) embolization. The access vessel was the internal carotid artery.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated there was no resistance experienced upon injection of the onyx liquid embolic. The physician paused during injection for 1 minute max. The vessel tortuosity was normal, and there was no kink or damage observed to the marathon. The injection rate was followed per the instructions for use (IFU), and no additional medical intervention was provided: only the standard heparin. The procedure was completed by partly removing the onyx using an aspiration catheter. Embolization was finished the next day, and surgery done the following day. Post-procedure, the patient was doing well and expected to recover long term.

Manufacturer narrative:
H3: the marathon micro catheter was returned for analysis. The marathon total length was measured to be ~172.0cm, the usable length was measured to be ~166.0m which is within specification and the distal floppy length was measured to be ~25.5cm which is within specification. Onyx residue was found within the marathon hub. No damages were found with the marathon distal marker/tip. The marathon distal tip and lumen was found to be occluded with solidified onyx residue. The entire surface of the marathon catheter body was examined under magnification. The marathon catheter body was found to be ruptured at ~18.5cm from the distal tip. The marathon micro catheter was pressurized with water and found non-patent as it was found to be occluded with the onyx. Based on the device analysis and reported information, the customer¿s report of ¿catheter rupture¿ was confirmed as the returned marathon was found ruptured. The rupture appears to have occurred as a result of over-pressurization. Rupture can occur during injection of embolic material or when the distal portion of the catheter is kinked, prolapsed, or occluded. Rupture can also occur due to high injection rate, use of palm of hand pressure, increased injection force against resistance or pauses longer than two minutes. The lot number was not reported. Therefore, a device history record review could not be performed. However, all products are 100% inspected for damage and irregularities during manufacture. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.